Manufacturer narrative:
The customer reported samples were not available for in house testing and investigation. It is unknown if any of these patients were supplemented with vitamin d. Without the a more complete history of these patients and without the samples, siemens is unable to determine the potential cause of the elevated results observed on the advia centaur xp versus the alternate method. A plausible explanation for the discordant results is there are manufacturers differences in how vitamin d is extracted or released prior to measurement. There can be differences in the recovery of 25(oh) vitamin d2 and 25(oh) vitamin d3 and reactivity to metabolites among manufacturers. The cause for the discordant vitamin d total result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Discordant advia centaur xp vitamin d total (vitd) results were obtained on samples from three patients during correlation with an alternate method. The results on the advia centaur xp were >100 and the results on the alternate method were lower. The patient samples were repeated on both platforms and the results were similar. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d total discordant results.